Event description:
It was reported that the holster's needle was moving during a breast biopsy. The procedure was postponed and completed at a later date with another holster. No pt consequence was reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfuntion. The analysis site confirmed the customer's complaint and found the translational ladder chain was broken, causing no needle movement. Also, the holster had heavy internal contamination. To correct the customer's complaint, the analysis site replaced two drive shafts, two bushings, two ladder chains and the top motor mount. The device history record has been reviewed and has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.